Manufacturer narrative:
.

Event description:
The customer reported a defect of loudspeaker, no acoustic alarm at the x2. The x2 though was connected to a host monitor, the alarm function was thus guaranteed. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.